Event description:
It was reported, the device was confirmed to be over-discharged so the device was replaced per the patient request. It was noted impedance testing was done prior to revision but the results were unknown. Additional information received reported there were no symptoms reported and that the therapy work prior to the over-discharge. It was reported, the battery had not be charged and had been dead for ¿a very long time¿. It was reported, the manufacturer representative was unable to read the device. It was reported, the health care provider (hcp) wanted the patient¿s battery replaced so it was replaced.

Manufacturer narrative:
Product ID 3888-45, lot# v176884, implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37082-20, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger. (B)(4). Analysis of the ins, s/n (B)(4), found no significant anomaly and that the battery had reduced capacity due to over-discharge.